Event description:
The patient called animas stating her blood glucose level was 500 mg/dl and that it ranged from 305-585 mg/dl since she changed her infusion site in the morning. She denied any nausea, vomiting, chest pain, or shortness of breath. The patient reportedly removed the infusion set from her infusion site and noticed a little bleeding at the site. She confirmed that her pump delivery settings are correct. She said she had been delivering correction bolus doses through the pump all day for elevated blood glucose levels. The patient declined further troubleshooting and says she will change her infusion site again, monitor her blood glucose levels and call animas back with any further issues. She has not called animas back.

Manufacturer narrative:
(B)(4). Supplemental information: patient outcome attributed to adverse event was omitted in error on the 3500a.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Although there is no evidence of a malfunction of the pump the patient noted that there was blood at the infusion site which may decrease the amount of insulin delivered by the pump.